Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 465 mg/dl. Customer stated that her blood glucose were high and then she removed the infusion set and she noticed that her cannula was bent. Troubleshooting was performed for the bent cannula. Troubleshooting was not mentioned for high blood glucose. It was unknown if the auto mode was active at the time of incident or not. The insulin pump will not be returned for analysis.